Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the event was not determined; however, it is likely that device manipulation of the safari wire contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr for aortic position, left ventricle (lv) perforation occurred. As the patient had a severe lv hypertrophy, it took a lot of time to place a safari wire in the lv. It was achieved by using several catheters such as pigtail and jr catheter. Prior to balloon valvuloplasty, when the balloon catheter was located in the ascending aorta, an effusion was observed. The blood pressure was back and forth between 120¿s and 60¿s mmhg. The procedure was suspended for 30 minutes to monitor the situation, and then the accumulation of effusion stopped. When the safari wire was re-positioned in order to resume the procedure, the effusion increased again. A decision was made to open the chest. A 7-mm-long hole /damage at the apex (relatively lateral side) was observed. The damage was repaired with  a patch and surgical sutures. Then a 23mm sapien 3 valve was deployed in the targeted position. Final echo showed only trivial aortic regurgitation. The procedure was completed upon confirming hemostasis at the apex.